Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a right atrial flutter ablation procedure, the advisor hd was pushed into the right ventricle and it was noticed that it could not be pulled back into the right atrium. Fluoroscopy showed the advisor hd was entangled with the tricuspid annulus implanted from a past surgery. After several attempts, the physician was able to separate the devices and pull back the catheter without disturbing the valve and the patient remained hemodynamically stable throughout. The procedure was able to successfully completed with no further complications.